Manufacturer narrative:
Concomitant medical products: 4965-15, lead, implanted: (B)(6) 2018. Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the physician switched the atrial and right ventricular (rv) leads in the header. When that was realized, the physician loosened the setscrews in order to place the leads in the correct ports. When the physician went to re-tighten the setscrews, one engaged normally but the physician could not make contact with or engage the other setscrew. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.